Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm and unable to clear the alarm. The customer's blood glucose level was impacted, however, no specified value was provided. The customer administered a manual injection to address bg level. It was indicated that the customer would use insulin pens as alternate insulin therapy.